Manufacturer narrative:
Updated data: b5. A second paragraph was added. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: deliv sys d-evolutfx-2329; product ID: d-evolutfx-2329; serial/lot: (B)(6); UDI: (B)(4); manufactured date: 2025-10-06; use by date: 2027-10-06; implant date: n/a; FDA site ID: 9612164. H6. Annex b code was added related to the dcs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the patient began the procedure with a bradycardic heart rate that was noted to be between 30 to 40 beats per minute (bpm). The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic valve. As the dcs crossed the aortic valve, and prior to the deployment of the transcatheter aortic valve, the patient had the onset of atrio-ventricular (av) block of an unspecified degree. The av block of an unspecified degree was attributed to contact with the non-medtronic (safari extra small curve) guidewire or similar instruments. The patient was then put under observation while leaving the temporary pacing lead in place. Additional information was received that av block occurred prior to valve deployment and before the dcs reached the membranous septum. Per the physician, the av block was unrelated to the dcs or valve.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the patient began the procedure with a bradycardic heart rate that was noted to be between 30 to 40 beats per minute (bpm). The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic valve. As the dcs crossed the aortic valve, and prior to the deployment of the transcatheter aortic valve, the patient had the onset of atrio-ventricular (av) block of an unspecified degree. The av block of an unspecified degree was attributed to contact with the non-medtronic guidewire or similar instruments. The patient was then put under observation while leaving the temporary pacing lead in place.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the patient began the procedure with a bradycardic heart rate that was noted to be between 30 to 40 beats per minute (bpm). The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic valve. As the dcs crossed the aortic valve, and prior to the deployment of the transcatheter aortic valve, the patient had the onset of atrio-ventricular (av) block of an unspecified degree. The av block of an unspecified degree was attributed to contact with the non-medtronic (safari extra small curve) guidewire or similar instruments. The patient was then put under observation while leaving the temporary pacing lead in place. Additional information was received that av block occurred prior to valve deployment and before the dcs reached the membranous septum. Per the physician, the av block was unrelated to the dcs or valve. Additional information was received that mild paravalvular leak (pvl) was observed post-operatively.

Manufacturer narrative:
Updated data: b1. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.